Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown intervertebral prosthetic disc implant. Part and lot numbers were not provided by reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported the patient developed a staphylococcus aureus infection on an unknown date following a revision surgery performed on (B)(6) 2015. Surgery was performed on (B)(6) 2015 to clean and debride the wound. The need for revision surgery is addressed and reported in related complaint (B)(4). The patient reports that he suffers from chronic back pain and that the successive surgeries have affected his physical, aesthetical, physiological, morale, financial and social well-being. He also reports that he has gained over eight kilos due to excessive consumption of medications and cannot work or participate in sports. This report is for one unknown intervertebral prosthetic disc implant. This report is 1 of 1 for (B)(4).